Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had an issue with the infusion set. Customer's blood glucose level was over 600 mg/dl. The plastic tube was stuck to the adhesive of the infusion set. The customer treated her blood glucose level with 10 units of insulin, changed the site, and with a manual injection. The device was not returned.